Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6)2021, it was observed that the needle on the omnispan meniscal repair 27deg device broke off. All the pieces were removed. Another like device was used to complete the surgery.  There were no adverse consequences to the patient.  No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =ccording to the information provided, it was reported that during meniscus repair surgery , the needle was broken off, removed all the pieces. Another device was used to complete the surgery. The complaint device was received and evaluated; on visual inspection it could be observed that the needle is broken in 2 separate pieces as the photo provided by the customer shows. The plates and sutures were not returned. The needle has a damage on the canal that slides the plates. A manufacturing record evaluation was performed for the finished device 6l19005 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to the handling of the device, the operator probably made a repeated back and forth movement on the device while the needle was still inserted leading to a broken needle. Also the damage found on the needle surface could have been caused by another instrument at the moment of manipulation. As per IFU 109282, the steps for avoiding damages to the needle are indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.